Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair joystick would turn off intermittently, and sometimes it was necessary to unplug for it to logoff. There was no patient injury reported.